Event description:
A penile prosthesis was implanted, date and details are unknown. On 3/27/97 the entire device was removed from the patient and another device implanted due to patient dissatisfaction - patient unable to inflate left side.